Event description:
Order written for d/c pump (double line). Nurse discontinued line without problem; 2nd line met with resistance. Hd called and stated to call dr. Dr called; ordered to pull hard on resistant line. Charge nurse, primary nurse went to pt's room. Charge nurse pulled on resistant line, it started to pull out then more resistant. The nurse felt line snap. Resistant line looked stretched out and nurse not able to determine if line was intact. Dr called and notified. Dr stated he had put the resistant line in differently. He had to go back and forth with line and should have told this when he gave order to "pull hard." Charge nurse again stated to dr felt it snap looking at line. Am q pump tubing looked stretched out and end not intact.